Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose was 54 mg/dl at the time of incident. The customer did not provide details on symptoms and treatment related to the low blood glucose levels. Customer was declined to troubleshoot for low blood glucose level. The insulin pump will not be returned for analysis.